Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. The customer provided two possible lot number: 25015163 or 24115148. A device history record review for material# 2465-0007 and lot# 25015163 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 09jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 10010454 and lot# 24115148 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartiste pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the hazardous drug leaking from texium administration set. Actual tubing line was cracked when observed after removal.